Event description:
A us distributor returned belt sn (B)(4) and reported that the belt was unable to undergo incoming functional testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (unable to perform incoming testing) was confirmed. Upon investigation u725 (low capacitance, low charge injection multiplexer) on the distribution node pca was found to be internally shorted. The root cause of the defective u725 was unable to be positively identified. No adverse event resulted from the defective electrode belt.